Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823100) was returned for evaluation. Device review history: the product code 82-3100 with lot crncdm conformed to specifications when released to stock. Failure analysis: the position of the cam when the valve was received was at setting 120 mmh2o. The valve was visually inspected; no defect was noted. The valve passed the test for occlusion, reflux and magnets. The valve was tested for programming and failed. The valve was leak tested and failed, leak on the housing. The valve could not be pressure tested as the cam was blocked on setting 120mmh2o. The valve was dismantled and examined under microscope at appropriate magnification: biological debris was noted on the motor, cam and the plate. Root cause analysis: the root cause for the leakage issue is due to human misuse, as noted in IFU: silicone has a low cut and tear resistance. Do not use sharp instruments when handling the silicone valve or catheter; use shod forceps. Cuts or abrasions from sharp instruments may rupture or tear the silicone components. Do not fold or bend the valve during insertion. Incorrect insertion may cause rupture of the silicone housing. The root cause for programming issue and pressure issue reported by the customer is due to biologicals debris observed during investigation, as noted in IFU: accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed. Clogging of the programmable valve with biological matter can cause the valve to become unresponsive to attempts to change the pressure setting.

Event description:
Na.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823100) was implanted due to communicating hydrocephalus via a ventriculo-peritoneal (vp) shunt more than 10 years ago with an unknown setting. The last time the pressure setting was changed was in 2017. On (B)(6) 2025, the pressure setting could not be changed from 120mmh2o to 100mmh2o. According to the contrast radiography, there was a suspicion of obstruction of the proximal side of the device. Therefore, the device was explanted and replaced on (B)(6) 2025. The patient's primary disease was multiple cyst. Based on information provided, it is unknown if the patient experienced any signs and symptoms due to the device issue.